Event description:
It was reported that a vns patient had their vns generator lead body explanted for an infection. The patient was doing well but over the last 2-3 weeks he has had progressive bogginess and swelling of the site especially the chest area, without fever or elevated white count. He presented to the emergency room where an ultrasound of the chest area showed a fluid collection. This was tapped and showed gross purulence. Cultures had not yet confirmed the event but there is clear evidence of an infection. He was sent to surgery for debridement and removal of their vns system. There was clear pus in the generator pocket of the left chest region. There was no gross evidence of bacteria in the neck area. The removal went down to the wire as it entered the carotid sheath. Distal ends of the lead were left in place.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.